Event description:
It has been reported to philips that the c-arm automatically moved without any triggers. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that c arm was automatically moving without any trigger. Review of system log file could not confirm the geo module table champ malfunction. To resolve this issue, the philips engineer replaced the defective geo module table clamp. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.